Event description:
Prior to starting a procedure utilizing the powermax elite shaver handpiece, it was reported that the hand piece was opened, plugged into the console, blade inserted and the scrub nurse determined the device to not be working. The circulating nurse went and got new hand piece which was opened and passed into sterile field. The original hand piece was passed out of sterile field to the circulating nurse. As she received it, the heated hand piece burned the webbing between has forefinger and thumb causing her to drop it. She ran it under cold water and bandaged the area. The burned area had a small blister and was covered with plaster. The replacement hand piece was used successfully to complete the procedure. Follow up with the nurse reports that she is fine.

Manufacturer narrative:
Device evaluation: product failed for motor sensor fault during functional testing. A sensor fault occurred while attempting to run the unit. Unable to confirm that unit heats up. Hall board is defective. (B)(4).

Manufacturer narrative:
Additional review of the device revealed the following information: the three major components that make up the powermax elite hand piece were re-examined by quality on february 4, 2014. The hall board and motor subassemblies were found to be functioning properly; however the cable assembly was found to have an internal short circuit that is causing the motor to malfunction. The cable assembly has visible damage at the motor strain relief that may indicate the location of the short circuit. This is also the most likely area for the cable to fail as it is at the working end of the motor. This unit has been in the field since october 19, 2012 and appears to have been used repeatedly. The failure of the cable assembly is not considered to be a manufacturing defect in materials or workmanship and most likely the result of wear and tear over time. (B)(4).